Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the second implant on the omnispan meniscal repair system/12 degree device was loading instead of launching the first one to the patient as the surgeon pulled the trigger to deploy the first implant. There was a surgical delay of two minutes and they removed the implant to complete procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a meniscal repair while using an omnispan meniscal repair system/12 degree when surgeon pulled trigger of gun for deploying the first implant, the second implant was loading instead of launching the first one to the patient the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however a photo of the arthroscopy was provided. Upon visual inspection of the photo, it was not possible to locate the needle of the device due to the photo is not clear enough. A manufacturing record evaluation was performed for the finished device 7l11471 number, and no non-conformances were identified. According with the visual inspection result, this complaint cannot be confirmed. The photo is not providing enough evidence to determine a root cause, hands on analysis should provide the evidence necessary to confirm the root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.